Event description:
The customer reported that during a surgical procedure, they had difficulty inserting and removing the flexible tip laser probes from the 23 gauge cannula. The 23 gauge vitrectomy probes also stopped cutting between 2200 and 2300 cpm. There was an impact to the pt, but the doctor declined to provide more info.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report mailed in to FDA on: 06/12/2008.